Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported his prior implantable neurostimulator (ins) was implanted for interstitial cystitis (ic) and then the patient no longer needed it. The patient noted the battery had died, but they left it in. The patient later reported they stated they had a urinary problem and then the device was replaced. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.